Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer states they had failed battery test, had tried a bunch of different batteries, and the threads on the cap are worn. Troubleshooting was performed for damage and was advised the pump will need to be replaced. Advised to revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. Pump passed idle current test, run current test, self test, off no power test and displacement test. No failed battery test alarm noted.